Event description:
It was reported that the device was unable to display telemetry and did not elicit any tone. It was also reported that the device reached elective replacement indicator and was not able to be interrogated or programmed to off. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device was unable to display telemetry and did not elicit any tone. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device was unable to display telemetry and did not elicit any tone. It was also reported that the device reached elective replacement indicator and was not able to be interrogated or programmed to off. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The device went to no output, no telemetry condition due to the high current drain condition which caused the battery to become completely depleted. The cause of the high current drain can be attributed to the current leakage in the battery filter capacitors.